Event description:
During the procedure, it was noted that the flushing and infusion line was detached from the sheath causing a fluid leak. The device functioned as intended during the procedure and transfer. Once in the ICU, it became evident that the device was loose. The device was removed and exchanged with no consequences to the patient.

Manufacturer narrative:
Three images were submitted for evaluation, no product was received. The image shows that the extension tubing had detached from the sideport of the hemostasis body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.